Event description:
(B)(6) clinical study. It was reported that following a coronary artery treatment procedure the patient experienced angina and restenosis. The target lesion was located in the mid right coronary artery (rca) with 90% in-stent re-stenosis and was 18mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with direct placement of a 3.50 x 20mm taxus liberte stent, with 0% residual stenosis. In (B)(6) 2011, the patient presented with increased dyspnea on exertion and was admitted for unstable angina. The proximal rca was treated with a 3.5x12mm ion drug eluting stent, with 0% residual stenosis. It was noted there was no restenosis of the study stent. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(4).device is a combination product.device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).